Event description:
It was reported the camera head had an intermittent flickering image. The issue was found during inspection. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had an intermittent flickering image. The issue was found during inspection. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: d9 - date returned to manufacturing should be blank. The device was not returned to olympus; it was inspected onsite by olympus fse. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for evaluation. The device was inspected by olympus fse and the reported failure was not confirmed. A definitive root cause could not be identified. The information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. Olympus will continue to monitor field performance for this device.